Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the hypotension resolved (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure in the mildly calcified left internal carotid artery with placement of a 7-10 x 30 mm rx acculink stent. During the procedure, the patient became hypotensive. Dopamine was administered; however, the hypotension remains. The patient was discharged to home one day post procedure with orders to hold her atacand until her systolic blood pressure came up to 120 mmhg. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.